Event description:
Pt admitted to facility 3/13/98, 7 months pregnant in sickle cell crisis. Pt administering demerol. Expired 3/16/1998. Initial coroners report of demerol blood level is 5500 ng/ml. No apparent malfunction with initial check of pca pump. Doses administered within limits was ordered by a physician. They did consider taking the child by c-section but were unable to find fetal heart tones.